Manufacturer narrative:
(B)(4). Date sent: 2/20/2024. D4: batch # 446c05. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec60a device was returned with the jaws and closure trigger in the closed position. Also, the knife was noted partially advance, the red manual knife reverse button was activated and the knife returned to the home position with difficulty. A gst60w reload was loaded on the device. The reload was received partially fired 1/3. The device was tested for functionality in the articulated position with the returned reload by resetting and reloading it into the device and the device was stiff in the first stroke and at the fourth stroke the device was stuck and knife was difficult for returned to home position. The device was disassembled and the return gear was found to be broken. No conclusion could be reached on what caused the damage in the return gear. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 446c05, and no non-conformances were identified.

Event description:
It was reported that during a sleeve the echelon got stuck while firing, impossible for the surgeon to re-open device. Opened another echelon to resect tissue, and to free the stuck device. Procedure delayed by 15 minutes. No patient consequences reported. No further information is available.

Manufacturer narrative:
Pc: (B)(4). Date sent: 1/16/2024. D4: batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.